Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced a non-device related fall which resulted in lead fracture. The fracture subsequently resulted in high out-of-range pace impedance measurements and noise that triggered an inappropriate shock. A revision procedure was subsequently performed wherein the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was found returned in 4 segments with a portion of the lead body missing. The terminal segment was severed approximately 17 cm from the is-1 terminal pin. Analysis of one of the returned segments confirmed the inner conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.